Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the old screen was discolored. Functional testing found the handle received with a fully depleted battery and was inserted into a device to charge. Eventually, the charging led changed to solid green. The handle was removed from the charger but it did not initialize, was opened up and the individual cell voltages were measured to be 0.080 v and 0.067 v. The thermocouple was intact. There was contamination on the pcb. Both battery cells were found to be vented. The battery was replaced with a known working one. The handle initialized. The old screen turned on, the piezo sounded, and the motor test passed. The handle showed the ready for clamshell graphic. A clamshell and the returned adapter were attached and calibrated. The adapter wouldn't calibrate the firing rod correctly, and it stuck out more than it should. A adapter was connected and was also unable to properly calibrate the firing rod. All four rotation buttons were functional. The device couldn't connect to the a1 since the firing rod was unable to calibrate. The device was green key reset. The logs were taken via mcp lite. Through evaluation of the logs, it was determined that the battery did not vent in the field and did not cause the reported condition to happen. It was also determined that the firing rod not calibrating was due to the contamination observed on the pcb, which was right next to one of the motor controllers. A review of the system logs showed the powered handle was insufficiently charged. It was reported that the device did not enter firing mode. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: during the analysis, the handle was opened up and the battery was found to be vented. The most likely cause for the additional condition is traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the power handle is sufficiently charged before use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery lobe resection, upon parenchima resection, the system show an error code and would not enter firing mode. The device was pulled back from patient, change powered stapler to manual handle with the same reload and finish the procedure. There was no patient injury.